Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient's vns device was seen to have a lead impedance of "10,000 ohms at a follow-up in (B)(6) 2015. At the time of implant ((B)(6) 2015), the impedance was noted as 2125 and 2251 ohms. Then, at one of the follow up appointments, it was noted as 3566 and 2377 ohms. The physician indicated that there was no specific trauma other than a "really big seizure" over a week prior. The physician reviewed x-rays and stated that the electrodes appeared normal, although there was no report of the pin insertion. Device manufacturing records were reviewed and found all specifications met prior to distribution. No known surgical interventions have occurred to date. No additional relevant information has been received to date.